Event description:
Boston scientific received information that during the implantation of this cardiac resynchronization therapy defibrillator (crt-d), no pacing and out of range measurements were observed when the right ventricular (rv) lead was connected. The rv lead was removed from the header and the connector block was rinsed. When the rv lead was reconnected to the crt-d, all measurements were within normal range. The pocket was then closed. However, the lead measurements were once again out of range during the final check. The pocket was reopened and the lead was disconnected from the device. Measurements were taken on a pacing system analyzer (psa) revealed all normal measurements. The connector block of the crt-d was again cleaned and the rv lead was reconnected to the device. Measurements were performed several times and impedances were continuously unstable. Another attempt to disconnect the lead and reconnect it to the crt-d still resulted in unstable measurements. The crt-d was explanted and replaced with a new device of the same model. Once the rv lead was connected to the newly implanted device, all measurements were within normal range. No other adverse patient effects were reported in association with the pocket being reopened.

Manufacturer narrative:
The crt-d will be returned for laboratory analysis. Once analysis is completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the seal plugs were found to be intact and all setscrews moved freely and without issue. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the connection issues observed during the implantation procedure. This device met all specifications.